Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increased capture threshold was observed on the patient's right ventricular lead. Revision surgery was performed and the lead was capped and replaced. The patient's condition was stable throughout.